Manufacturer narrative:
See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Liu, p., liu, l., zhang, c., lin, s., wang, t., xie, x., zhou, l., & wang, c.; frontiers in neurology; 2022; 13: 882108; treatment of blood blister aneurysms of the internal carotid artery with pipeline-assisted coil embolization: a single-center experience.; doi.org/10.3389/fneur.2022.882108 literature was reviewed regarding 'treatment of blood blister aneurysms of the internal carotid artery with pipeline-assisted coil embolization: a single-center experience'. The time frame of this study was 'february 2019 to february 2021'. Multiple manufacturer's devices were used in the study population. The following medtronic devices were used: pipeline embolization device (ped), marksman microcatheter, navien catheter, and echelon-10 microcatheter. No deaths were reported among the 12 patients treated. Among patient adverse events included: postoperative complications related to vasospasm: patient 1: left hemiparesis due to vasospasm. Patient 4: broca¿s aphasia and right hemiplegia due to vasospasm. Patient 8: transient hemiparesis. Intraoperative rupture controlled by rapid coiling without clinical consequences. Stent shortening in fourpatients, influencing treatment success. Cerebral vasospasm leading to stent shortening.